Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/29/2015 and found that the needle bellows was not draining and found the check valve (cv47) leading to pinch valve vl13 was plugged. To resolve the needle bellows leak, the check valve, cv47 was replaced and all lines from the needle drain to waste chamber were flushed as a preventative measure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 10ml from the needle bellows on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.